Manufacturer narrative:
Due to character limits - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) was showing an external input (arterial pressure signal not input) error. There was no injury or harm reported.

Manufacturer narrative:
Updated: b4, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions) and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the fault was not reproducible. The external input connector parts were replaced as preventive maintenance. Device passed the performance and safety checks according to factory specifications.